Manufacturer narrative:
(B)(4). Device has not been explanted.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient will not be undergoing a removal surgery for the time being; the device remains in the patient.

Manufacturer narrative:
A manufacturing evaluation was completed: the breakage of the locking compression plate (lcp) occurred at the second proximal plate hole in the area of the bone fracture. The plate hole was occupied by a screw. The lcp proximal femoral plate is made of stainless steel. The examination of the raw material inspection sheet of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The dimensions of the investigated lcp proximal femoral plate (as far as measurable) were checked using a digital sliding calliper and found to be in compliance with the technical drawings of the producer and specifications. The proximal femoral plate showed mechanical damages in form of scratches close to the fourth and fifth proximal plate holes. This might be a result of the retrieval of the implants. One of the received 7.3 mm cannulated locking screw was also mechanically damaged. Macroscopically visible lines of rest are documented on the fracture surfaces of the proximal femoral plate running in a series of concentric rings from the upper side to the lower side. Lines of rest are a typical sign for a fatigue failure. When examining the proximal fracture surfaces of the proximal femoral plate using the scanning electron microscope (sem), the areas of fracture initiation and the fracture behavior were identified. The primary crack started at the upper side of the plate and ran into the material. A secondary crack started on the lower side. After breaking, the two plate fragments rubbed against each other causing slight destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zones and almost over the entire fracture surface. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. The area with dimples corresponds to the residual forced fracture zone. Sem observations and findings showed that the plate failure was caused by fatigue and overload. Based on the topography of the fracture surface, we can conclude that the implant was subjected to low alternating bending loads (two-sided). Constantly alternating load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the lcp proximal femoral plate. The implant could not resist the applied force which finally led to the material overload I fatigue failure. Postoperative activities of the patient may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device history review: part mfg date: october 23, 2013. A review of the device history record (DHR) revealed no complaint related anomalies. The DHR shows this lot of 4.5mm proximal femur plates was processed through the normal manufacturing and inspection operations with no rework or non-conformance noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material DHR revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hwc. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a removal surgery on (B)(6) 2015.

Event description:
Report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that a plate was broken post op. That required intervention to prevent permanent and impairment damage. The breakage occured close to the proximal second screw. The exact explant date is unknown (approximately: april) there was patient harm and pain. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Pt weight: no information reported. Explant date: exact explant date unknown (approximately sometime in (B)(6)) without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.